Event description:
Baxter reported leakage of solution from the connection between the homechoice cassette and the machine. The homechoice machine alarmed and made the patient aware of the leak. He tried with three different units (the same batch) and he found the same issue. No patient injury or medical intervention was indicated in the initial report.

Manufacturer narrative:
.